Manufacturer narrative:
One fluid warming, level 1 hotline low flow system was returned for analysis in excellent condition. Filled tank with water, attached temp check, plugged in line cord, and turned on power switch. The device was also tested with a disposable which operated fine. Overall there was no fault found with the device.

Manufacturer narrative:
Date of event: reporter stated event occurred "several weeks ago". Month unknown. Report source: physician listed as md witnessed the failure. The event report also came from the bmet lead iii from the user facility.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer gave a low circulation alarm several weeks ago. The reporter stated there was no injury as the issue was noted by an anesthesiologist that the unit alarmed "low water alarm" while trying to set it up prior to patient use.